Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has experienced low blood glucose levels between 40 and 60 mg/dl for the past couple of weeks, and the father feels that the insulin pump is delivering too much insulin. Troubleshooting was performed, and the daily totals did not match with the basal rate and bolus delivery totals. The father requested a replacement insulin pump. Nothing further was reported.